Event description:
A nurse contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The nurse explained they already cycled power and disconnected the patient and the supplies. Gts explained that a large amount of air had entered into the disposable set and that therapy had ended. The nurse elected to finish the patient's therapy manually. Product surveillance contacted the nurse who explained the sample was discarded and the lot information was unknown. The patient was able to continue therapy successfully with manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).